Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable troponin t hs results for one patient sample. The initial result at about 16:00 was 26.29 pg/ml. The repeat result at 17:09 was 41.16 pg/ml. The repeat result at 17:46 was 98.99 pg/ml. The repeat result at 19:17 was 296.2 pg/ml on the another cobas analyzer. The result from a sample drawn at 12:40 was 23 pg/ml and the result from a sample drawn at 18:05 was 25 pg/ml. These results were confirmed with repetition on both systems. The reported results for the three samples were 23 pg/ml, 26 pg/ml and 25 pg/ml. The result of 26.29 pg/ml was believed to be correct. The patient was not adversely affected. The reagent lot number was 187591. The expiration date was requested, but was not provided.